Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
It was reported that the customer fell in the pool with the insulin pump on. Troubleshooting was performed. The mother stated that the device was dried, but there was moisture damage under the display. No further information was provided.